Manufacturer narrative:
Per follow-up with the field service representative (fsr) on 30-nov-2015, the electronic patient gas system (epgs) has been working fine and it is suspected that the knob was stuck with some dried solution on it, and when it was manually operated the unit freed up and is working now. The user facility does not seem to know what the serial numbered unit this happened on. It has been in constant use since the incident so they cannot tell it apart from their other units. From what the fsr could gather, the user facility¿s biomedical engineer (biomed) is trained by the manufacturer.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the electronic patient gas system (epgs) was not functioning by using central control monitor (ccm) controls. They could not get any flow. The user increased the sweep and the epgs would operate for a few seconds and drop down to zero. The perfusionist (ccp) was able to operate with local controls. The device was not changed out. After the case was over they removed the system-1 from service. The ccp turned the whole system-1 unit off and back on; the system-1 operated normally. The ccp did calibrate before case, and calibration passed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: during the initiation of bypass, it was noticed that there was a visible lack of red colorization in the arterial line. The ccp first confirmed the connection of the sweep line, then discovered the sweep flow on the ccm screen was at zero liters per minute (l/min). He used the ccm screen to increase the sweep to approximately 3.5 l/min. It stayed at 3.5 l/min for about two seconds and then the flow dropped to zero. There were no audible alarms associated with the drop in sweep flow. The ccp then used the local controls on the epgs and was able to bring the sweep up to functional levels. The epgs passed calibration, with a vaporizer and mechanical flow indicator in line about ten minutes prior to case without issue. He also stated that after he resolved the situation he noticed a message in the info tab indicating that the screen control for gas was unavailable. After the case, the ccp turned off the system-1 and restarted it. After the shut down and boot-up, the epgs controls on the ccm seemed to be functioning appropriately. The surgery was completed successfully, with no delay or associated blood loss. There was no harm observed.

Manufacturer narrative:
The reported complaint was confirmed by the manufacturer trained user facility¿s biomedical engineer (biomed) observation. No manual log review was performed as no logs were returned for this complaint. Attached medwatch form (B)(4) has log analysis performed by an unknown person. Investigator tried to retrieve the logs from the customer but there was no response from the customer. The log analysis in b6 was not performed by manufacturer trained associate. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.